Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024, it was reported that patient faced two infusion sets crimped cannula within 3 hours of insertion. For the event that happened on june 26, 2024, the location of insertion was the upper arm; for the event that happened on july 2, 2024, it was the thigh. Patient's blood glucose at the time of event was 200 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.